Event description:
Related mpu MFR #: 2916596-2021-06154.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed a pump reset; however, a specific cause for the reported pump stop could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021 at 12:01:45 to (B)(6) 2021 at 10:42:26 and did not capture the reported pump stop. The lvad event log file contained data from (B)(6) 2021 to (B)(6) 2021. On (B)(6) 2021 at 10:59:23 the log file recorded a pump reset which is consistent with the reported pump stop. A direct cause for the event could not be determined as the event was not captured in the controller event log file. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient had fallen twice at home. This had happened at some point in (B)(6) and on (B)(6) 2021. The patient was reportedly connected to mpu on (B)(6) 2021, stood up, became dizzy and fell. The patient observed no external power alarms after they fell. The mpu was not alarming. The patient stated that they wiggled the controller cables and pushed the power leads into the controller and the alarms quieted. The patient also had a pump stop alarm on (B)(6) 2021.